Event description:
Caller reported that their continuous glucose monitor was inactive. Fortunately, there was no adverse impact on the customer¿s blood glucose level. Customer contacted technical support, who provided instructions for a complete pump reset and successfully guided the caller through the process; the sensor session was then started without any further issues. No additional information was received regarding the outcome of the event.